Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were not reported. On unreported dates, the patient was hospitalized for 5 days and began treatment for the event with unspecified antibiotics (doses, frequencies, routes and durations were not reported. No additional information is available.